Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, menorrhagia, lieomyomata uterus, and adenomyosis. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding. It was reported that patient underwent mesh removal on (B)(6) 2012. It was reported that the patient underwent enterocele and cystocele repair and colorrhaphy on (B)(6) 2012. It was reported that the patient underwent underwent sling release surgery for incomplete bladder emptying on (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced difficulty urinating, urinary incontinence, urinary frequency, urinary urgency, loss of urine with cough, pain with coitus, dysuria, and nocturia. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to mesh erosion at (B)(6).

Event description:
It was reported that following insertion the patient experienced difficulty urinating, urinary incontinence, urinary frequency, urinary urgency, loss of urine with cough, pain with coitus, dysuria, and nocturia. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to mesh erosion at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.